Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/08/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. No share log data was available for review. The complaint confirmation of a loss of connection could not be determined. The root cause could not be determined.